Manufacturer narrative:
The right atrial (ra) lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and low amplitude. The physician attributed the measurements to a microdislodgment confirmed via x-ray. A surgical revision was performed in which the lead was repositioned. The ra lead remains in service. No adverse patient effects were reported.